Manufacturer narrative:
Fontana f, piacentino f, ossola c, et al. Transcatheter arterial embolization in acute non-variceal gastrointestinal bleedings: a te n-year single-center experience in 91 patients and review of the literature. Journal of clinical medicine. 2021;10(21). Doi:10.3390/jcm10214979 see manufacturer report # 2029214-2022-02036 and 2029214-2022-02037 for another event from this article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Fontana f, piacentino f, ossola c, et al. Transcatheter arterial embolization in acute non-variceal gastrointestinal bleedings: a te n-year single-center experience in 91 patients and review of the literature. Journal of clinical medicine. 2021;10(21). Doi:10.3390/jcm10214979 medtronic literature review found a report of patient complications in association with concerto coils and onyx. The purpose of this article was to report the safety and efficacy of trans-arterial embolization (tae) for upper gastrointestinal bleeding (ugib) and lower gastrointestinal bleeding (lgib) due to different etiologies in 91 patients for ten years. Tae was performed using different embolic agents (coils, particles, glue, gelatin sponge, and evoh-based agents). Concerto coils were employed alone in 52/91 patients and combined with other embolic agents in 30/91 patients. Ethylene-vinyl alcohol copolymers (including onyx) were employed in 6/91 patients. There were 52 men and 39 women included, with a mean age 71.3 years old. The article does not state any technical issues during use of the axium coils or onyx. The following intra- or post-procedural outcomes were noted:  - seventeen patients required re-intervention due to re-bleeding. Secondary technical success was achieved in all cases. Seven out of the 17 re-bleeding cases were under anticoagulant therapy.  - puncture hematoma occurred in five cases  - temporary liver or renal function failure in five cases  - temporary abdominal distension/abdominal ache within 2 to 3 days after embolization in three cases  - fever occurred in seven cases.